Manufacturer narrative:
Film evaluation results are: the pre-implant films, films during implant, anatomy information during implant, and additional follow up films were not provided. The exact cause of the loss of proximal seal leading to proximal type I endoleak could not be conclusively determined; however, patient's anatomy, angulated aortic neck or proximal aortic neck dilatation may have contributed.

Event description:
An endurant stent graft cuff was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that, approximately three years and six months post index procedure, a CT revealed that there was a proximal type I endoleak. No intervention was reported to have been performed. Per the physician, the cause of the event was unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.